Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii aui stent graft was implanted in the endovascular treatment of a unknown sized abdominal aortic aneurysm. It was reported that during the index procedure, the stent graft was deployed as per IFU. There was no issues noted during its deployment. It was noted that when the physician began ballooning the proximal end of the stent graft, it was noted that two supra-renal stents were entangled in each other. Multiple attempts were made to try and unlock the two supra-renal stents, including ballooning with a non mdt balloon at the level of the proximal stent graft and at the level of the suprarenal stents, the physician also attempted to snare or move the tangled suprarenal stents. A 10mm non mdt balloon was inflated above the suprarenal stents and then pulled down through stents to try and disengage and then finally a wire and catheter was used to try and manipulate the suprarenal stents. All attempts made to separate the supra-renal stents were unsuccessful. As per the physician the cause of the event can not be determined. No additional clinical sequalae were provided and the patient will be monitored.

Manufacturer narrative:
Evaluation summary: the reported suprarenal stent entanglement was confirmed on the films provided; however, the cause of the event could not be determined on the films received. Lack of pre-implant CT¿s did not allow for a thorough assessment of the pre-implant anatomy. Procedural angiograms showing the deployment of the stent graft and removal of the delivery system were also not available. It is possible that patient anatomy may have been a contributory factor, although no obvious anatomical issues (e.g. Angulated aortic neck) were observed. The event may have also been exacerbated by a procedural/user issue during deployment or removal of the delivery system. A device issue cannot be ruled out as a potential cause. However, the delivery system was discarded and a product investigation could not be performed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.